Event description:
Patient called to report adverse events involving the cyberknife device. Patient stated she was diagnosed with ovarian cancer in 2013, where 11 pounds of tumors were found growing in her ovary. Patient said about a year after her diagnosis, she was recommended for a clinical trial where she began treatment with the cyberknife device. Patient explained the device was a pin-point radiation device that would zap her tumors and knock them out. After receiving cyberknife treatment for tumors near her aorta and her esophagus, the patient said she lost sensation and cannot feel the right side of her throat when swallowing. Eventually, the patient stated she was removed from the clinical trial because her blood platelet count was under 100. Patient said she found out that the cyberknife was responsible for her low blood count because it was depleting her bone marrow with every treatment. Patient said she now cannot receive future chemo treatment that could possibly save her life because her blood count is so low. Patient believes the cyberknife was used incorrectly by the physician, and that she was over treated with the device. Patient stated she received more than 12 treatments with the cyberknife over about 2 1/2 years. Patient said she was initially told by treating physician that she would have no side effects from the cyberknife, however, the patient said she has experienced: severe low back pain requiring physical therapy, weight loss, loss of appetite, burning sensation in intestines, bone pain, discoloration of skin from radiation and dry skin. Patient is extremely upset with the device and how she was treated with the device, and does not want another person to go through what she is going through.